Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, the device was explanted, and a new device implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was confirmed to be operating in safety mode. Attempts to interrogate the device were unsuccessful. The device case was opened, and internal visual inspection was unremarkable. The battery was isolated, and the current was measured with normal findings. The battery was removed and sent for detailed analysis which confirmed the battery was depleted but could not establish a root cause.

Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, the device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.